Manufacturer narrative:
Initial and final MDR 1880817 - device 2 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced two infusion set fell off events on 28-apr-2024. The infusion set fell off next day of use. No further information available.